Manufacturer narrative:
Patient code (B)(4) no longer applies. Initial reporter was identified as a surgery scheduler.

Event description:
Additional information was received the consumer on (B)(6) 2016. The pump had been removed with an emergency surgery by a neurosurgeon on (B)(6) 2016. The patient stated ¿I almost died. I had a massive massive massive infection and became septic¿. The patient did not know if it was the pump or not. On (B)(6) 2016, the manufacturer representative provided additional information. The representative was notified by the healthcare provider (hcp) office surgery scheduler on the date of implant in (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source via a manufacturer representative regarding a patient who was receiving 5 mg/ml morphine at a dose of 0.3 mg/day via an implantable pump for non-malignant pain. It was reported that a pump revision occurred. The previous infusion system was explanted and the representative was not aware of any reportable information related to that explant. It was unknown if there were any symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.